Event description:
Healthcare professional(hcp) reports a fiber leak at the onset of treatment on reuse number 18 noted by a blood leak but hcp did not do hemastix and did not see visible blood in the dialysate lines. No blood loss since blood was rinsed back to the pt and treatment continued with new disposables without incident. No pt injury or medical intervention reported.